Event description:
It was reported that during a da vinci hysterectomy procedure, a cable on the mega suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found damage to the instrument's idler pulley where the broken grip cable was routed. The idler pulley exhibited abrasion marks and pulley rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, could cause or contribute to an adverse event, if to recur.